Manufacturer narrative:
Date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(4) 2017, the last bolus delivery was a 2.60-unit ez-carb normal bolus recorded on (B)(4) 2017 at 14:09. On investigation, the pump powered on normally and was exercised for 24 hours without issue. Delivery accuracy testing confirmed the pump was delivering accurately according to the programmed rates. The total daily doses added up to correctly reflect the user¿s programmed basal rates. There was no power interruption, error, alarm or warning during the investigation. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced an elevated blood glucose level while on insulin pump therapy with blood glucose measuring =250 mg/dl but <500 mg/dl. This blood glucose level does not meet animas¿ criteria for a reportable adverse event and is not being reported as such. The reporter alleged an inaccurate delivery issue with the insulin pump. Troubleshooting performed by animas customer support revealed the bolus history in the pump for up to three days matched the bolus totals and all boluses were recorded as programmed. The reporter was unable/unwilling to participate in review of the total daily doses totals and basal rate delivery as programmed. This complaint is being reported because there is an allegation against the delivery function of the pump.